Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was stimulator never helped the pain that much. The battery then went dead for too long and would not charge back up again and patient just quit trying. Patient tried several times and it would not charge. Patient was having some problems and needed to get an MRI now. The MRI facility would not do the MRI until patient put the device in MRI mode. Patient said they did not have the equipment anymore. Reviewed MRI info. Reviewed patient could discuss the option of eligibility form with MRI tech. Redirected to hcp. Caller stated patient reported ins was dead, hadn't worked in a year and they can't get it charged. Technical services (tss) reviewed use of eligibility form and MRI verbiage about a depleted device. Tss reviewed that an impedance check is not required prior to MRI.